Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt's infusion device displayed e8 (power interrupt) and that all of the buttons on the pt's infusion device were not functioning. The device was beeping without displaying any error message. It was also reported that the soft components around the buttons was used up and segments of the display are missing. The pt changed the battery and battery cover and the device began to work. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.